Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure in 2007. After the procedure, the pt experienced immediate post-operative pain and was found to have a whitened thin linear burn on the posterior vaginal wall, from just inside the hymenal ring to outside the hymenal ring at the introitus. The pt was given silvadene cream to treat the burn and intravenous narcotic medication for pain relief. Currently, the pt is sore but healing.